Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report difficult to remove gripper line and difficulty to remove from anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One xtr clips was successfully deployed, reducing mr. A second clip delivery system (ntr cds) was advanced to the mitral valve, and the clip captured the leaflets fine. The clip was closed, and mr was reduced; however, when trying to unwind the gripper line, it was not possible to remove the gripper line. The gripper cap came off fine. But, it was noted that the gripper line was wrapped tightly around the gripper lever as if the gripper line covering was fused, making it impossible to remove the gripper line. The gripper line became tangled and knotted. The clip was inverted, but then the clip became caught with the chords. Trouble shooting was performed, and the clip was freed. The clip was retracted to the left atrium and into the steerable guide catheter. The ntr clip was replaced with an xtr clip. The xtr clip was successfully deployed. Two clips were deployed, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The returned device analysis was unable to confirm the reported material deformation and gripper line ¿ inability. However; the reported difficult to remove from anatomy and product quality problem could not be tested in the testing environment as it was related to operational/ device returned condition. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, the reported inability to remove the gripper line appears to be due to reported product quality problem (gripper line wrapped tightly to the lever); however, a definitive cause for the reported product quality problem and material deformation could not be determined. The reported difficult to remove, appears to be a result of user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.